Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menstrual disorder ('unusual periods'), genital haemorrhage ('bleeding') and abdominal pain lower ('cramping') in a 33-year-old female patient who had essure (batch no: 626918) inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage, pelvic pain, abdominal pain lower and menstrual disorder. Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: she did not allege removal. Removal and removal dates not confirmed. Right: 3 coils left: 1 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine: on (B)(6) 2008: negative. Lot number: 626918, manufacturing date: 2008-04, expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the event "genital bleeding" was downgraded and case considered as non-serious incident, because it was confirmed that the essure was not removed. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a 33-year-old female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain lower ("cramping"). At the time of the report, the genital haemorrhage, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she did not allege removal. Removal and removal dates not confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2008: negative. Lot number: 626918 manufacturing date: 2008-04 expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a (B)(6) year-old female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain lower ("cramping"). At the time of the report, the genital haemorrhage, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she did not allege removal. Removal and removal dates not confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2008: negative. Most recent follow-up information incorporated above includes: on 03-aug-2020: plaintiff fact sheet received. Event cramping was added. Rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.